Manufacturer narrative:
The investigation has determined that reproducible, higher than expected vitros tropi es results were obtained from two different patient samples from a single patient when tested on two vitros 5600 integrated systems. The results were higher than expected when compared to the result obtained from patient sample 1 when run on an alternate method radiometer (manufacturer unknown). The assignable cause of this event was a sample-related interferent. The other limitations section of the vitros tropi es instructions for use states the following: heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing. Heterophilic antibody interference that affects the vitros tropi es assay but not the non-vitros method was demonstrated during this investigation using heterophilic-blocking tubes (hbt), as the vitros tropi es results after being treated with hbt tubes decreased closer to the ami cutoff value of 0.034 ng/ml. A review of qc fluid performance indicates acceptable performance, and a vitros tropi es lot 5930 issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5930 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument cannot be completely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. Therefore, it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was unknown if the customer was following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5930.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples from a single patient when tested on two vitros 5600 integrated systems. The results were higher than expected when compared to the result obtained from patient sample 1 when run on an alternate method radiometer (manufacturer unknown). Vitros (B)(6): patient sample 1 result of 9.95, 9.65, and 9.81 ng/ml versus the expected result of < 0.01 ng/ml patient sample 2 result of 10.9 ng/ml versus the expected result of < 0.01 ng/ml vitros 5600 (alternate site, unknown s/n): patient sample 2 result of 12.6 ng/ml versus the expected result of < 0.01 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reproducible, higher than expected, vitros tropi es result of 9.95 ng/ml was reported from the laboratory and questioned by a physician. However, a corrected report was later issued with the alternate method troponin result of <0.01 ng/ml. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).